Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device powers on but no verbal prompts are heard.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The pad-pak was first installed successfully on (B)(6) 2009 and passed self-tests up to the (B)(6) 2015. The device recorded 167 multiple manual power ons under one minute duration during this time. This would suggest the user was regularly power cycling the device, an increase in voltage suggests a further pad-pak was installed. A ten minute time out was recorded on the (B)(6) 2015. Further power ups under 1 minute duration were recorded between the (B)(6) 2016. Investigation found the reported fault can be attributed to membrane failure. The time outs would suggest the device was switching itself on and the user was intervening by powering off the device by removing the pad-pak. The measurements taken including the excess current drain and the green status led remaining constantly lit, would confirm membrane failure. The fault could not be replicated with a new membrane fitted. The low battery fails may be attributed to the pad-pak not being properly installed in the device or a partially depleted unit being installed. Both speaker wires were found to be broken during the investigation, the device passed testing at heartsine before being dispatched in 2009, the fault likely occurred after this. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.